Event description:
The customer reported that following a diagnostic catheterization procedure on october 29, 1999 a vasoseal vhd kit size 2 was deployed.the patient began to experince claudication symptoms post procedure. After two weeks, the patient had lower ext.doppler performed which revealed abnormal abi of .58 (resting)/.4 (stress).the report indicated significant arterial compromise near the origin of "lsfa".the patient was sent for femoral arteriogram with runoffs which confirmed near occlusive narrowing in "lsfa". The pathology report stated "2 rubbery tan-pink specimens measuring .9 and 1.6 cm in greatest dimension. Organizing thrombus and "masson" proliferation. Attached to a segment of organizing thrombus is a proliferation of endothelial cells which has a papillary architecture. Numerous eosinophils are present within the lesion. This is a benign endothelial proliferation related to organizing thrombus.the surgeon felt that most likely the vasoseal was in the thrombus; however, the cardiologists felt that while it would be nearly impossible to place the collagen interarterially, they did feel that there was some sort of patient response to the collagen. The patient received vasoseal on the right when the arteriogram was done without any complication. The patient was discharged from the hospital on december 2, 1999 without any further complication.